Manufacturer narrative:
The re-implantation was performed on (B)(6) 2021. The implant model has been updated. This report is submitted on may 17, 2021.

Manufacturer narrative:
This report is submitted on july 07, 2021.

Manufacturer narrative:
This report is submitted on may 12, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021 due to the patient needing to undergo MRI imaging. The patient was reimplanted with another cochlear device during the same surgery.